Event description:
This occurred in two pts and I have heard from other plastic surgeons that they have had a similar problem. Pts had liposuction and a water soluable jelly is used to lubricate the cannula to minimize friction and heat to the skin. During the period these pts rec'd treatment, the surgery center purchased a generic brand of lubricant, I believe from mckesson. When the generic lubricant was removed and the original was re-instituted, no more cases of this problem occurred. Both pts developed thick granuloma at the liposuction entrance sites that have required surgical excision to correct. I sent one specimen for biopsy and it demonstrated foreign body reaction and granuloma. I personally know of at least two other plastic surgeons who had similar reactions in their pts around the time frame.

Event description:
This occurred in two pts and I have heard from other plastic surgeons that they have had a similar problem. Pts had liposuction and a water soluable jelly is used to lubricate the cannula to minimize friction and heat to the skin. During the period these pts rec'd treatment, the surgery center purchased a generic brand of lubricant, I believe from mckesson. When the generic lubricant was removed and the original was re-instituted, no more cases of this problem occurred. Both pts developed thick granuloma at the liposuction entrance sites that have required surgical excision to correct. I sent one specimen for biopsy and it demonstrated foreign body reaction and granuloma. I personally know of at least two other plastic surgeons who had similar reactions in their pts around the time frame.